Event description:
As reported: "study: shout subject: (B)(6). Post-operative ae: : instability ¿ dislocation. Subject lifted large water bottle on 8/7/24 and felt a pop. Imaging showed dislocated rsa. Patient required revision surgery. Re-operation with component change on (B)(6) 2024".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study: shout subject: 002-00918. Post-operative ae: : instability ¿ dislocation. Subject lifted large water bottle on (B)(6) 2024 and felt a pop. Imaging showed dislocated rsa. Patient required revision surgery. Re-operation with component change on (B)(6) 2024".

Manufacturer narrative:
After a complete review of the data provided by the complaint rep, the glenoid baseplate (catalog # dwj512) appears to have been retained (not explanted) in the patient. Therefore, MFR report # 0001649390-2024-00553 is no longer applicable and the record will canceled as this device has been deemed concomitant.